Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with fever. It was determined that the patient had an infection. The patient was treated with antibiotics. On (B)(6) 2018 the system was explanted. The patient was stable throughout.